Event description:
It was reported that a post alarm error was experienced. Also plunger is very rough when sliding.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case corners were chipped, the right plunger case and barrel clamp head were cracked, ear clip was chipped and the bottom case was cracked by the l-bracket. Review of the event history log showed an occurrence of a "primary audible alarm bgnd test." Functional testing included running the pump through the power up process, occlusion testing and testing the plunger head movement. The investigation was not able to duplicate the "primary audible alarm" error, no damage was found to the speaker. It did find that the plunger head was difficult to move back and forth, the plunger tube seal went inside the pump wasn was dragging against the plunger tube. The speaker was replaced as a preventive measure. The top case which comes with a new plunger tube seal was replaced as well. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.